Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact date not provided; best estimate after (B)(6) 2018. Serial#: unknown/not provided. Catalog#, expiration date and UDI: unknown, as product serial number was not provided.  Initial reporter: facility name: unknown/ not provided. Implant date: if implanted; give date: exact date not provided; estimated as (B)(6) 2018, as the 1 week post op visit was (B)(6) 2018. Explant date: if explanted; give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device can not be performed as the serial number was not provided. If there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided.  (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a tecnis toric iol (intraocular lens) implanted. Reportedly, the lens rotated post op; however, the degree of rotation was not provided. The doctor indicated he would have the lens rotated; a date was not yet scheduled. Patient was going to be seen in follow up, (B)(6) 2018 for the 1-week post-op visit. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.